Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger went above the lens twice and might have scratched the lens optic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, the plunger went above the lens twice, the physician worried this might have scratched the lens optic. The physician chose to use another lens and another injector to implant the lens. Procedure proceeded as planned. There was no patient contact and patient not harmed. Additional information has been requested. Additional information received and stated that, plunger of the injector went above the iol. The physician wasn¿t certain if it actually scratches the lens, but for precaution, he used another iol with a new monarch iii injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).